Event description:
Philips received a complaint on the v60 ventilator indicating that the customer was unable to see if the unit was charging. The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) provided the customer with remote troubleshooting. The customer stated that the battery light-emitting diode (led) was not lit. The customer checked the battery voltage and current values on the pneumatics screen and the values did indicate that the battery was charging properly, and that the battery was discharging. The ac power and battery indicators on the screen were working properly. The rse provided the customer with troubleshooting by stating that the power switch overlay could be replaced, followed by the user interface printed circuit board assembly (ui pcba) and then the ui to power management (pm) pcba cable. The customer was provided with the part information for the power switch overlay. A good faith effort (gfe) response received from the customer on (B)(6) 2022 stated that no further issues were found, and that the charging led was not lit due to the battery already being fully charged. The customer confirmed that the led does illuminate when the battery is not charged. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.